Event description:
It was reported to philips that the system lost power and was operating on emergency backup, preventing use. The patient was relocated to another room. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during heart procedure. The procedure was completed by relocating the patient into another room. It was reported to philips that the power failure. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the emergency power was activated. The fse confirmed that there was no issue with the hospital¿s power supply. The fse checked the control circuit of the pdu to identify the failing component. To resolve the issue, the fse re-routed the power wires in the gss pdu. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.